Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the device did not power on due to a depleted battery pack. Once a new battery was installed, the AED powered on and reported a service code. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow-up with the customer, the proper maintenance of the device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
The device also underwent bench testing and evaluation. During testing, the display was found to be blank; however, the AED continued to provide audible prompts. The device was unable to initiate a shock. Further investigation identified a connection issue with the u19 component on the main board.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 9/02/23 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 2/01/24 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 6/06/24 when a replacement battery pack was inserted into the AED. The device also underwent bench testing and evaluation. During testing, the display was found to be blank; however, the AED continued to provide audible prompts. The device was unable to initiate a shock. Further investigation identified a connection issue with the u19 component on the main board.